Manufacturer narrative:
A specific root cause could not be identified. With the information provided, the cause of the event cannot be distinguished between issues with the sample pipetting system, as found by the fsr, mis- sampling of patient samples due wrong pre-analytical process, or contamination. Additional information for further investigation was requested but not provided.

Event description:
The customer received erratic ion selective electrode (ise) results for multiple patient samples. They noticed qc was low, so the customer pulled 10 patient samples and retested them on a different modular analyzer as a "spot check". Seven of the results did not match well for sodium and chloride. Data was only provided for one patient sample from the "spot check". The initial sodium result for the "spot check" sample was 138 mmol/l and the repeat result was 146 mmol/l. The initial chloride result was 98 mmol/l and the repeat result was 106 mmol/l. The customer then retested all samples processed during the time of the event. Of the data provided for 27 additional patient samples, only the results for 11 were discrepant. Patient sample 1 initial sodium result was 134 mmol/l and the repeat result was 144 mmol/l. Patient sample 2 initial sodium result was 134 mmol/l and the repeat result was 143 mmol/l. Patient sample 3 initial sodium result was 134 mmol/l and the repeat result was 140 mmol/l. Patient sample 4 initial sodium result was 138 mmol/l and the repeat result was 148 mmol/l. Patient sample 5 initial sodium result was 134 mmol/l and the repeat result was 140 mmol/l. Patient sample 6 initial sodium result was 132 mmol/l and the repeat result was 142 mmol/l. Patient sample 7 initial sodium result was 129 mmol/l and the repeat result was 137 mmol/l. Patient sample 8 initial chloride result was 92 mmol/l and the repeat result was 102 mmol/l. Patient sample 9 initial sodium result was 133 mmol/l and the repeat result was 140 mmol/l. Patient sample 10 initial chloride result was 93 mmol/l and the repeat result was 103 mmol/l. Patient sample 11 initial sodium result was 140 mmol/l and the repeat result was 147 mmol/l. The initial results were reported outside the laboratory. The repeat results were believed to be correct and corrected reports were issued. No adverse event was reported. The sodium electrode lot number was c13 with an expiration date of 05/31/2015. The chloride electrode lot number was q93 with an expiration date of 08/31/2015. The field service representative found there was a fluidic failure of the sample probe (nozzle s) causing erratic ise modules response. He replaced the sample probe and verified the alignment. He decontaminated ise2 and replaced the dilution mix bowl on ise2. Calibration, qc, and a precision check were performed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.